Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump over the last month. The patient's blood glucose level was 18 mmol/l at the time of the call. The customer stated that they did no have enough fatty tissue to insert the quick sets. The customer was advised to call back to trouble shoot the issue if the issue occurs again. No further information was provided.